Event description:
It was stated that the customer was hospitalized due to high blood glucose of 553mg/dl. The customer experienced nausea and excessive thirst. Troubleshooting was performed. The caller stated that he could not bring down his glucose level and his kidneys were hurting him. The caller stated that the customer was released and they gave him a novolog shot. The glucose level dropped to 230mg/dl, but when he woke up his blood glucose was high again. During the call, it was found that the customer was off the insulin pump for more than two months. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.